Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none. Analysis and results. There are no previous complaints of this code/batch. (B)(4). Reviewed the batch manufactured. Reviewed the batch manufacturing record, this product had a normal process and results during process. Four samples of the same code batch were available in OEM warehouse and were used the analysis. All samples from OEM warehouse are tight. Needle attachment was tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.